Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user¿s freestyle libre 3 plus sensor could not pair with the ilet because the sensor had been started in the libre app, resulting in the sensor being in use by another device; user education was provided to delete the libre app and start a new sensor using the ilet app, and the user was transferred to the sensor manufacturer for further support. Symptoms included no adverse clinical symptoms. Outcomes included no impact on health and no need for medical care. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed that the sensor pairing issue was attributable to use error involving app selection and sensor initiation workflow, with no device hardware defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device pairing and setup.